Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was difficult to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was removed, and the balloon was dissected to find that the inflation notch was not perforated completely. This does not meet specification per inspection procedure which states, "balloon shall inflate and deflate normally with use of syringe." A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter was difficult to deflate on the 2nd day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate on the 2nd day of placement.